Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on on (B)(6)2023, a large flexnav ds was selected to implant a device. During the procedure, (non-abbott device) wire was stuck in delivery system upon removal after valve deployment. Wire cutter was used to cut the wire at the femoral insertion site, access was difficultly salvaged. Wire remained stuck inside the delivery system and being sent back for analysis. The patient is stable

Manufacturer narrative:
An event of the guidewire becoming stuck inside the delivery system was reported. The device was received for examination and the nosecone and part of the inner member was noted to be removed. A test guidewire was advanced through the flexnav and was unable to pass near the distal end, so the flexnav was disassembled at this point. The inner member was noted to be kinked in that region, which appeared to cause the test guidewire to be unable to advance. It could not be determined if the damage occurred prior to the reported guidewire becoming stuck in the delivery system or if it was caused by the reported guidewire becoming stuck. As result of this finding, abbott is performing further investigation per internal procedures.h6 medical device problem code 4012 was removed.

Event description:
It was reported that on on (B)(6) 2023, a large flexnav ds was selected to implant a device. During the procedure, (non-abbott device) wire was stuck in delivery system upon removal after valve deployment. Wire cutter was used to cut the wire at the femoral insertion site, access was difficultly salvaged. Wire remained stuck inside the delivery system and being sent back for analysis. The patient is stable,